Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. She stated that the sensor had been inserted on (B)(6) 2019. On (B)(6) 2019 a sensor error occurred for about an hour, then started working again. The patient became ill and had to go to the emergency room (ER) due to high ketones and the sensor error occurred again around 5 (am/pm not specified) when they were going to the ER. He was diagnosed with strep throat and dehydration and was treated with fluids via intravenous (IV) therapy and amoxicillin. The sensor came back on when he started getting the IV fluids, then later at home around 1:30 (am/pm not specified) it went out for an hour, was working for an hour and a half, and then out again for 30 minutes. At the time of the call it was working properly, and the mother stated she wanted to leave it on him because of the difficulty they have with him resisting the application of new sensors. The mother indicated she is not sure if the sensor error was a factor in the adverse event or if it was solely due to the strep throat. At the time of the call the patient was improved and feeling better. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.